Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted, as a reportable malfunction. This supplemental report is to inform, that there was no device returned for inspection. And there was no reportable malfunction related to the subject device captured in this complaint.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the generator foot switch of electrosurgical generator had an error code of e433. There were no reports of patient involvement.